Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was not confirmed. Visual examination of the sample showed no signs of physical abnormality. Only droplets of moisture from condensation were noted on the inner wall of the bottle. Condensation is not actual leakage; it is a process that naturally occurs when the device is stored at cold temperature (2 - 8 degrees c). A leak test was performed on the device; however, no signs of leak were found. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) product surveillance received a complaint from (B)(6), in which the customer reported one leaking intermate unit. The unit was pre-filled by (B)(6) and contained pamidronate 90mg in 250 ml in 0.9% nacl. The location of the leak could not be determined by the customer. The problem was noted prior to product use and there was no patient involvement. No medical intervention. Sample is available for evaluation.